Event description:
Per complaint (B)(4), an abutment got stuck to a dental implant during initial placement. Abutment removal was attempted, but unsuccessful. The implant was removed and replaced within the same procedure. No adverse patient consequences were reported.